Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that when the patient turned their head one way, they wouldn¿t feel stimulation. The patient would move their head the other way and would feel it. The leads were in the neck area. The patient indicated the stimulator had helped with their pain.